Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 2 mm. X 2 cm. Balloon catheter (bc) ruptured at nominal pressure during the initial inflation. A sleek otw 2 x 22 bc was used to complete the procedure successfully. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. The lesion was crossed with a non-cordis guidewire. Multiple attempts to obtain additional information were unsuccessful. The product was not returned for analysis. A device history record (DHR) review of lot 17067073 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the 90 cm. Saber 2 mm. X 2 cm. Balloon catheter (bc) ruptured at nominal pressure during the initial inflation. A sleek otw 2 x 22 bc was used to complete the procedure successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the superficial femoral artery (sfa). The lesion was reported to be: a 90% stenosis, heavily calcified and mildly tortuous. The lesion was crossed with a non-cordis guidewire. Additional information has been requested.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.